Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device passed exterior visual inspection. Global receiver functional testing resulted in no failures related to the customer complaint. No errors related to the incident were found during a review of the receiver data log. The reported fault could not be reproduced. The device was determined to be operating within the required specifications without malfunction. The customer complaint could not be confirmed. A root cause could not be determined.

Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015, to report an intermittent audio output from their dexcom receiver on (B)(6) 2015. No medical intervention or injuries were reported.